Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported, the insulin pump alarmed motor error during bolus or basal. Customer does not recall any significant events that may have caused the alarm. The device was not exposed to a magnetic field or MRI. Customer could view the sensor graph while the pump was delivering a bolus. Customer was able to rewind the device. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
No motor error alarm during testing. The insulin pump passed functional testing. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.